Event description:
Patient had nasogastric (ng) tube #1, which they self-removed. Ng tube #2 placed, confirmed placement via x-ray, the stylet was not able to be removed. Ng tube #2 was taken out. Ng tube #3 was tested prior to inserting into the patient. The guide stylet came out freely. The ng tube was inserted into the patient. Confirmed placement via x-ray. The stylet was unable to be removed. Ng tube #3 was taken out. Ng tube #4 was placed successfully and after confirming placement the stylet was easily removed. The providers used each time a water soluble lubricant to the tip of the ng tube. Manufacturers recommendations state to insert the weighted tip in water for 5 seconds to activate the hydromer coating along with injecting 10cc's of water into the tube. The recommendations also state that once the tube placement is confirmed, you can again reactivate the hydromer coating (if it was left in for an appreciable amount of time) by injecting another 10cc's of water into the tube prior to removing the stylet. Manufacturer response for nasogastric feeding tube, kangaroo (per site reporter): currently speaking with (B)(4) to find out if using lubricant instead of water led to this malfunction.